Event description:
It was reported that during a pulmonary bronchoscopy stenting procedure, the physician had difficulty placing the ultraflex stent. The physician reported that he was unable to pull the string to deploy the stent due to being unable to distinguish the string from the stent. The physician felt that the black color of the string is a safety issue. The ultraflex stent was implanted, but not in the intended location. It was also noted that the stent is generally difficult to deploy due to pts coughing during the procedure. There were no further pt complications. The pt is reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.